Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Case #: (B)(4) case subject: npi 8100 error code 210.5020 account name: (B)(6) account #: (B)(6) asset name: 8100 pump module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer was having the error code 210.5020 I explain to the cusotmer that he may need to replace his logic board. The customer said ok and then stated that he would just send the unit in for repair. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer stated that he would just send the 8100 in for repair.